Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain. It was reported the patient was told by their healthcare provider that maybe he had a leak and the healthcare provider wanted him to do a dye study. The patient reported where their pain used to be has gotten worse and has gone further down his leg and into his other leg. The patient stated they get six boluses per day and one bolus every four hours. The patient stated when they give themselves a bolus they can feel it going into their spine and they get an hour and a half to two hours of comfort and then the pain would come back fast and furious and worse. The patient was redirected to their healthcare provider. The patient stated they want the pump removed because they also have a nerve stimulator. It was unknown when the issue began, however, the patient's pump was implanted on (B)(6) 2019. Additional information was received from a healthcare provider (hcp) on 2020-01-30 indicated there was device issue and there was a leak on the dye study, "on pump near catheter attachment." It was noted surgery was upcoming and the event was not yet resolved. No further complications were reported or anticipated.